Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of no image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on cable unit, water tightness is lost. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor image and broken protective cable in tower connection area. There were no reports of patient harm.